Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.

Manufacturer narrative:
H10. H3, h6: an evaluation was performed by smith and nephew and could confirm the customer complaint for the universal light guide cable was damaged after passing through the sterilization process as it was found sticking. A visual inspection was performed and showed the orange sheathing is sticking to the sterile wrap. Correctionin g3, user facility should be marked and distributor unmarked.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the universal light guide cable was damaged after passing through the sterilization process as they were found sticking and overheating. The first sterilization was made in the sterrad; the second one, made by the hospital, is unknown. As this happened prior to any case, there was not patient involvement.